Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states the battery light indicator on the joystick does not function or light up.